Manufacturer narrative:
Follow-up received on 22-jun-2015: information received from consumer via regulatory authority (case# mw5041869) states that she had essure procedure on (B)(6) 2010 (about 4 years ago) for birth control. She didn't have problems at first, until she started having intercourse often, first came pain with sex, pelvic pain almost every day, migraine, metal taste in her mouth, her pancreas stopped producing insulin and she became diabetic, she also had kidney problem and states that was hospitalized for both. She is not obese, and the endocrine doctor couldn't explain how she became diabetic, it doesn't run her family. Additionally, consumer reported nausea and fatigue all the time. She always felt like she was pregnant but she wasn't. Consumer became depressed than normal (as reported), anxiety really bad. She went to gynecologist and was told the coils migrated and had to be taken out. On (B)(6) 2015, they took out her tubes and coils. After that, she went back to normal. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the essure had moved and was out of place, she had several bladder infections, kidney infection, was diagnosed with diabetes, and her pancreas stopped working. Events the essure had moved and was out of place and several bladder infections were considered serious due to medical significance while the remaining events were considered serious due to hospitalization. Event the essure had moved and was out of place, interpreted as device dislocation, is listed in the reference safety information for essure, while the remaining events are unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, the exact position of the device was not informed, however given the nature of the event essure had moved and was out of place, a causal relationship with essure cannot be excluded. The other serious events were considered unrelated to essure due to their nature. This case was regarded as incident, due to the reported intervention (surgery to remove essure). Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up information received on 21-jul-2015 the required numbers of follow[?]up attempts have been completed, with no response to date. Case closed. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the essure had moved and was out of place, she had several bladder infections, kidney infection, was diagnosed with diabetes, and her pancreas stopped working. Events the essure had moved and was out of place and several bladder infections were considered serious due to medical significance while the remaining events were considered serious due to hospitalization. Event the essure had moved and was out of place, interpreted as device dislocation, is listed in the reference safety information for essure, while the remaining events are unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, the exact position of the device was not informed, however given the nature of the event essure had moved and was out of place, a causal relationship with essure cannot be excluded. The other serious events were considered unrelated to essure due to their nature. This case was regarded as incident, due to the reported intervention (surgery to remove essure). Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2015 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted (lot number not provided). Consumer reported that she had essure placed 4 years ago, in 2011. She wanted to report what happened to her while she had essure. At first she did not have any issues, but then since insertion she was nauseated, fatigued, had a metallic taste and had migraines. Last year, in 2014, she experienced several bladder infections, and when she had intercourse it was painful, and it "took a toll on her body". In (B)(6) 2014, she was hospitalized with a kidney infection. Shortly after that, she was hospitalized because her sugar got so high and pancreas stopped working, and was diagnosed with diabetes and placed on insulin. Consumer stated she has read that essure could damage the pancreas. In (B)(6) 2015, it was discovered the essure had moved and was out of place. She had surgery on (B)(6) 2015 to remove the essure, and she was not nauseous anymore, and felt her body was better. She stated that she was healing slowly, due to her diabetes. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the essure had moved and was out of place, she had several bladder infections, kidney infection, was diagnosed with diabetes, and her pancreas stopped working. Events the essure had moved and was out of place and several bladder infections were considered serious due to medical significance while the remaining events were considered serious due to hospitalization. Event the essure had moved and was out of place, interpreted as device dislocation, is listed in the reference safety information for essure, while the remaining events are unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, the exact position of the device was not informed, however given the nature of the event essure had moved and was out of place, a causal relationship with essure cannot be excluded. The other serious events were considered unrelated to essure due to their nature. This case was regarded as incident, due to the reported intervention (surgery to remove essure). Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs